Event description:
The patient had a catheter revision earlier this year. The catheter serial number, patient symptoms, catheter issue, troubleshooting, patient outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was later reported that the patient had multiple dose increases between the pump implant. At this time, the patient¿s dose was 0 .1mg/day. On (B)(6) 2012, it was noted that the patient had pain at a fixed time every day. At this time, the pump infusion mode was adjusted to flex dosing. On (B)(6) 2013, the patient¿s flex dosing had been adjusted according to his pain time. At this time, it was noted that the patient¿s beginning condition was good but, approximately one month later, his pain wasn¿t controlled well. The on (B)(6) 2013, after a dose adjustment, the patient indicated that he would wake up in the middle of the night and pain happened and lasted one day. At night, the patient took sleeping pills and felt no pain. Based on this condition, the patient¿s time of flex dosing was adjusted. The dose was increased for 10 minutes at 6am, from 0.15mg to 0.45mg. The amount of dose during the day was larger than that at night. The patient also had a 10 minute 0.5mg dose at 9pm. Effect was to be observed after this adjustment. However, as of 3 days later, the patient indicated that effect was not better than before. At this time, the patient¿s dose was 3.169mg/day. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).